Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary non-emergency treatment was completed by pressing on foot switch again. A philips field service engineer (fse) visited the site and identified that the wired foot switch was defective. The fse replaced the foot switch and sent it back to philips for further analysis. The analysis revealed paint damage, with some areas fading to yellow, missing anti-slip features, a damaged cable strain relief, and a bent bracket that remains attached. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system by re-engaging the footswitch., is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that intermittently the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.